Event description:
It was reported that the patient returned to the surgeon with knee instability. A revision poly has been requested for additional constraint.

Manufacturer narrative:
Review of production records reveals no abnormalities that could contribute to the reported adverse event. In a conversation with the operating physician, it was communicated that the patient has flexion instability and felt that a custom constrained insert would be the best clinical solution, as the patient does not have global instability that could be resolved with simply a thicker insert. The device has not been received by the manufacturer for evaluation.